Event description:
In one of the "100 pack 10ml syringes with cap, luer slip tip, 10cc syringe whole pack bulk sterile sealed, no needle" from amazon from yncy manufacturer "order placed (B)(6) 2025 order # (B)(4)" was a piece of metal about 3/16-" x 1/2-". I noticed after using it did not plunge all the way down. Assume that was the only piece in syringe. No known harm caused. Will notify manufacture if I can find email to company. Have pictures if needed. Assume came off machinery while assembling (plunger & syringe). Name of the company that makes the medical device: yncy. Over 35 medical diseases or conditions. The one applicable is a g-tube which the syringe was used to administer dissolved medications (coordinated with doctor for approval to do so) via g-tube since autistic child will not swallow medication/pills. All current prescription medications and medical devices used: taking medications dissolved in water.